Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing 85 units instead of the expected 150 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on removing air from the cartridge before filling it and assisted in filling and loading a new cartridge. Caller decided against delivering a 10.2 unit bolus to update the insulin estimate and will monitor the situation and follow up if necessary.